Manufacturer narrative:
Further device information is not available to the manufacturer at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to high impedances. Reprogramming was unable to re-establish therapy. In turn, the patient may undergo surgical intervention to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the device was explanted.